Manufacturer narrative:
Correction: the MFR rec'd date on the initial MDR submission should have been 01/24/2018. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a fresenius combi set bloodline that leaked one hour into a patient¿s hemodialysis (hd) treatment. The nurse reported the leak was confirmed as coming from a 1mm slit in the bloodline. The patient was transferred to another machine to complete treatment, and it was confirmed there was no injury, adverse event, or medical intervention. The estimated blood loss was reportedly 150ml. The clinic biomedical technician later inspected the fresenius 2008t machine used for treatment, and the biomed confirmed there were no sharp edges or damaged components visible in the blood pump area that would have caused the issue. The machine reportedly passed functional tests. The bloodlines were reported discarded and could not be returned.